Manufacturer narrative:
(B)(4). (B)(6). The lot 14a027 was manufactured between november 16, 2014 and november 17, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported experiencing an under-infusion while using a folfusor elastomeric device. The device contained an unspecified chemotherapeutic solution. The customer indicated that, after the prescribed infusion duration of 44 hours, there was still 20-30ml left in the device. There was no patient injury or medical intervention associated with this report. No additional information is available.